Manufacturer narrative:
Correction: updated 510k number, added clinical investigation conclusion plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. Clinical investigation: there is a likely temporal relationship between ccpd therapy utilizing the liberty cycler, and the patient¿s adverse event of fluid overload which warranted hospitalization. The etiology of the patient¿s event of fluid overload is unknown; therefore causality cannot fully be established. However, the pdrn reported the patient is frequently non-complaint with their pd prescription and misses exchanges. Therefore, based on the information available, there is no objective evidence that indicates the liberty cycler malfunctioned or did not meet performance expectations causing or contributing to the patient¿s adverse event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse reported this (B)(6)-year-old male patient with end stage renal disease on continuous cyclic peritoneal dialysis for renal replacement therapy was hospitalized for fluid overload (details unknown) on (B)(6) 2018 through (B)(6) 2018. Follow-up performed on (B)(6) 2018 revealed the patient is non-compliant with their pd therapy, and frequently misses exchanges. Attempts at obtaining the discharge summary have thus far been unsuccessful. As such, the hospital course and discharge disposition of the patient is unknown. It is also unknown if any fresenius device(s) and/or product(s) were utilized during the hospitalization.